Event description:
Healthcare professional reported events of "band slip, nausea, vomiting and abdominal pain". Pt was admitted to hospital and explant surgery was performed to treat the events. Symptoms resolved without sequela.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, nausea, vomiting and abdominal pain are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, nausea, vomiting and abdominal pain as follows: "band slippage can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."